Event description:
It was reported that the patient used the silicone catheter and allegedly experienced a urinary tract infection. It is unknown at this time if treatment was received for the urinary tract infection.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿catheters should be replaced in accordance with the cdc guideline "guideline for prevention of catheter- associated urinary tract infection". At the onset or first signs f a urinart tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient used the silicone catheter and allegedly experienced a urinary tract infection. It is unknown at this time if treatment was received for the urinary tract infection.